Manufacturer narrative:
B5: iop in the right eye was 18mmhg on combigan bid. It was determined that the increased pigment in angle was likely due to the repeat yag pi and pigment will likely resolved over time. Claim #(B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. Product code:unk; esubmitter software does not allow for blank/unk entry. Implant date - unk. Device manufacture date - unk. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens into the patients right eye (od). The surgeon reports 3+ pigment in the angle 360 degrees more prominently visible inferior. Attempts to obtain additional information have not been successful.